Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display issue involving dimming and changes in color spectrum. The display is dim to the point it is difficult to read and the letters have changed in color from white to yellow. The issue began "several months" prior to the complaint and progressed gradually over time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/19/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2013 with the following findings: investigators confirmed the display screen is discolored with a pinkish contrast when booting to the verify screen. The display screen is still able to be safely read.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.